Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the manufacturer representative received a call from the clinic today regarding a possible problem with the implantable neurostimulator (ins). Telemetry issues were reported and an overdischarge was suspected. It was reported the patient¿s pocket was hypersensitive and it hurt to recharge, which is why the patient stopped charging. The last time stimulation was felt and the last successful recharging session was reportedly well over a year and closer to 2 years ago. It was reported the patient did not know where her recharger was. It was reported the manufacturer representative was to meet with the patient next month at the earliest. It was reported that the overdischarge had not been successfully resolved. The patient never did follow up with the manufacturer's re presentative on her own. It was reported the patient had not even looked for her recharger. Multiple communication attempts were performed and the patient did not appear to be seeking additional assistance at this time. Additional information received reported the patient had let her ins overdischarge secondary to tenderness at the pocket site. The patient had declined to perform a physician mode recharge (pmr) because it would take too long and cause too much discomfort. It was reported that the patient was coming up for a pocket revision and possible replacement of the ins in late (B)(6).